Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo 13.2, -15.00/1.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6). 2022. This resolved the problem.

Manufacturer narrative:
Weight:unknown ,ethinicity: unknown, race:unknown. Claim# (B)(4).